Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterine)"), abdominal pain lower ("severe cramps constantly/ severe lower abdominal pain/ abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain and abortion. Concurrent conditions included overweight, numbness, taste metallic, sore breasts, ringing in ears, muscle ache, joint pain and hot flashes. Concomitant products included diphenhydramine hydrochloride (benadryl) and prednisone for allergic urticaria as well as gabapentin until 2012, oxybutynin since 2010, oxycocet (percocet) from 2013 to 2017, oxycodone since 2014 and vicodin since 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("periods were super heavy with a lot of cramping / prolonged menses/abnormal/heavy menstrual bleeding/abnormal bleeding ( menorrhagia),"), dysmenorrhoea ("periods were super heavy with a lot of cramping / severe menstrual pain/ dysmenorrhea (cramping)"), alopecia ("hair was falling out / hair fall"), fatigue ("fatigue"), urticaria ("allergic or hypersensitivity reaction: hives/ rashes or skin conditions: hives"), bladder disorder ("bladder or problems or changes"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In september 2009, the patient experienced back pain ("back pain"). In may 2011, the patient experienced pollakiuria ("urinary problems or changes"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2015, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstruation irregular ("periods became very irregular to the point of months without a period"), dysgeusia ("very metallic taste in mouth"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal, ),"). The patient was treated with surgery (hysterectomy (hysteroscopy d&c) with bilateral salpingectomy), surgery (hysterectomy (hysteroscopy d&c) with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, genital haemorrhage, back pain, menorrhagia, menstruation irregular, dysgeusia, migraine, bladder disorder, pollakiuria, amenorrhoea and abdominal pain outcome was unknown, the dysmenorrhoea, alopecia, fatigue and weight increased was resolving and the urticaria and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pollakiuria, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on 20-apr-2009: confirming occlusion of fallopian tubes current weight was 139.00 lbs. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet received: reporters details added. Event added as abdominal pain, amenorrhea, abnormal bleeding (vaginal). Event outcome added for weight gain, fatigue, cramping, hair loss, abnormal vaginal bleeding, hives. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2117) on 29-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterine)"), abdominal pain lower ("severe cramps constantly/ severe lower abdominal pain/ abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included overweight, numbness, taste metallic, sore breasts, ringing in ears, muscle ache, joint pain and hot flashes. Concomitant products included diphenhydramine hydrochloride (benadryl) and prednisone for allergic urticaria as well as gabapentin until 2012, oxybutynin since 2010, oxycocet (percocet) from 2013 to 2017, oxycodone since 2014 and vicodin since 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), urticaria ("allergic or hypersensitivity reaction: hives/ rashes or skin conditions: hives"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2015, the patient experienced dysmenorrhoea ("periods were super heavy with a lot of cramping / severe menstrual pain/ dysmenorrhea (cramping)"), alopecia ("hair was falling out / hair fall"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("periods were super heavy with a lot of cramping / prolonged menses/abnormal/heavy menstrual bleeding"), menstruation irregular ("periods became very irregular to the point of months without a period"), dysgeusia ("very metallic taste in mouth") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (hysteroscopy d&c) with bilateral salpingectomy), surgery (hysterectomy (hysteroscopy d&c) with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, genital haemorrhage, back pain, menorrhagia, dysmenorrhoea, menstruation irregular, alopecia, dysgeusia, fatigue, migraine, urticaria, bladder disorder and urinary tract disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, urinary tract disorder, urticaria, uterine perforation and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming occlusion of fallopian tubes current weight was 139.00 lbs. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (general), allergic or hypersensitivity reaction: hives, rashes or skin conditions: hives, bladder or urinary problems or changes, pain, perforation (uterus), weight gain. Updated events and onset date. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2117) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterine)"), abdominal pain lower ("severe cramps constantly/ severe lower abdominal pain/ abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain and abortion. Concurrent conditions included overweight, numbness, taste metallic, sore breasts, ringing in ears, muscle ache, joint pain and hot flashes. Concomitant products included diphenhydramine hydrochloride (benadryl) and prednisone for allergic urticaria as well as gabapentin until 2012, oxybutynin since 2010, oxycocet (percocet) from 2013 to 2017, oxycodone since 2014 and vicodin since 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("periods were super heavy with a lot of cramping / prolonged menses/abnormal/heavy menstrual bleeding/abnormal bleeding ( menorrhagia),"), dysmenorrhoea ("periods were super heavy with a lot of cramping / severe menstrual pain/ dysmenorrhea (cramping)"), alopecia ("hair was falling out / hair fall"), fatigue ("fatigue"), urticaria ("allergic or hypersensitivity reaction: hives/ rashes or skin conditions: hives"), bladder disorder ("bladder or problems or changes"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In september 2009, the patient experienced back pain ("back pain"). In may 2011, the patient experienced pollakiuria ("urinary problems or changes"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2015, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstruation irregular ("periods became very irregular to the point of months without a period"), dysgeusia ("very metallic taste in mouth"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal, ),"). The patient was treated with surgery (hysterectomy (hysteroscopy d&c) with bilateral salpingectomy), surgery (hysterectomy (hysteroscopy d&c) with bilateral salpingectomy) and surgery (dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, genital haemorrhage, back pain, menorrhagia, menstruation irregular, dysgeusia, migraine, bladder disorder, pollakiuria, amenorrhoea and abdominal pain outcome was unknown, the dysmenorrhoea, alopecia, fatigue and weight increased was resolving and the urticaria and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pollakiuria, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming occlusion of fallopian tubes current weight was 139.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2117) on 29-oct-2015. The most recent information was received on 03-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps constantly/ severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("periods were super heavy with a lot of cramping / prolonged menses/abnormal/heavy menstrual bleeding"), dysmenorrhoea ("periods were super heavy with a lot of cramping / severe menstrual pain"), menstruation irregular ("periods became very irregular to the point of months without a period"), alopecia ("hair was falling out"), dysgeusia ("very metallic taste in mouth"), fatigue ("fatigue"), menometrorrhagia ("abnormal/heavy menstrual bleeding") and migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomies on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, menstruation irregular, alopecia, dysgeusia, fatigue, menometrorrhagia and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, menometrorrhagia, menorrhagia, menstruation irregular and migraine to be related to essure. The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming occlusion of fallopian tubes. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2017: case become potential legal due to legal complaint. Patient needed surgery (bilateral salpingectomies) for removal. Lawyer added as a reporter. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.